Event description:
Jackson-pratt 7mm flat fluted surgical drain placed in subgaleal space after evacuation of hematoma. Later the same day, the ICU nurse noticed the drain wasn't holding suction anymore. The provider inspected the drain which appeared to be fractured had to be removed sterilely at the patient's bedside. The drain broke apart at the seam where the clear tubing and the inner, white, fluted portion meet. Fortunately, the surgeon was able to visualize and grasp the white, fluted portion and remove it from inside the patient after it fully broke.